Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 348 mg/dl. The customer stated scrolling numbers on the insulin pump. The customer stated that there is no significant events leading to the alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.